Manufacturer narrative:
The report received from the field indicated that the luer hub or the cypher stent was cracked. The product was clinically used, however, there was no patient injury reported. The product has been returned and an analysis has been initiated. Additional information regarding the details of this event have been requested from the user facility. This additional information and the results of the product analysis will be submitted within thirty days of receipt.

Event description:
Cracked luer hub.